Event description:
Sales rep (B)(6), informed the dr of how to increase pressure in the uterine cavity in order to attempt to distend. As a result of the rep manipulation of the inflow tubing, the cervical seal was lost resulting in hot saline leaking from the cervix and causing severe vaginal burns. FDA safety report ID# (B)(4).